Event description:
Asku

Event description:
It was reported that the ICD delivered inappropriate shocks. Egm strips show noise in many episodes. The device was explanted and replaced. At explant, a loose header was observed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis of the device concluded that the connector was damaged; the analyst commented that the loose connector appears to be the result of explant damage; functional testing was not able to be performed. Performance data collected from the device was analyzed and indicates oversensing and interference/noise. High ventricular sensing integrity counts (sic) were present which can indicate the presence of noise or intermittency in the system. Multiple short ventricle-ventricle sensed events were also observed across the life the device since implant (24 non sustained tachycardia, 14 ventricular fibrillation). Further analysis indicated that the noted noise on the electrogram strips appears to be due to electromagnetic interference exposure rather than a lead fracture or connector issue. The signals do not have the typical random frequent and amplitude signature of a fracture. The high frequency component of the signal likely correlated to the data transmission bursts of a cell phone.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device concluded that the connector was damaged; the analyst commented that the loose connector appears to be the result of explant damage; functional testing was not able to be performed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the ICD delivered inappropriate shocks. Egm strips show noise in many episodes. The device was explanted and replaced. At explant a loose header was observed. No patient complications were reported as a result of this event.